Event description:
It was reported by service report that the bed has no power. The bed was left plugged in and pulled from the wall, shorting out the power entry module. No pt involvement or adverse consequences are reported.